Event description:
The new covidien vascular clip appliers continue to fail. The medium clips and the 9.75mm (small clips) both were slipping off. Multiple clips were needed around critical structures in the leg and the neck. This is unacceptable since we are putting patient safety at risk.======================manufacturer response for covidien vascular clip appliers, (brand not provided) (per site reporter).